Event description:
Medtronic received a report that the patient was undergoing treatment for a amorphous, unruptured two (2) aneurysms, one right at the ica terminus before it branches to aca and mca. Second aneurysm was at the ophthalmic segment. Plan was to cover both with a single ped stent, with a max diameter of 4.5 mm and a 3 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the left internal carotid artery (ica) to middle cerebral artery (mca), with widest part of ica was almost 5mm. The landing zone was 3 mm distally and 4.9 mm proximally.  Dual antiplatelet treatment (dapt) was administered. The pru level was 180.  It was reported that all accessory devices were prepared as per IFU guidelines and access was taken with long sheath (neuronmax) in left common carotid, guiding (navien 072) in c4 segment of ica and microcatheter (phenom27) taken up till distal m1 along with a traxcess wire. The ped2-500-25 was taken according to the size of the artery and length was selected based on locations of both aneurysms. The device was taken up to the phenom 27 and the tip wire of ped was aligned tip to tip with microcatheter marker by unsheathing to expose the distal tip wire. The deployment started from m1 but the stent was not open in both section distally and proximally. The plan was to drag the entire system down once it opens distally but since it wasn't opening, they asked the doctor to pull the system and to remove the load from the device and keep it centrally aligned. The appropriate location of deployment was reached and more than 50% of the stent was exposed too. But distal portion wasn't opening. However, neck of both aneurysms were covered, which they thought to deploy coils and then deploy the rest and manage the distal opening with microcatheter massage. 2 fc coils were deployed into the aneurysm at ophthalmic segment. Now the rest of the ped was being deployed but at this point, pipeline was at the cavernous bend where the device was not opening. They thought; if the doctor exposes more of the stent, pull on the system and then bump the whole thing, device would open. But even after more than 85% deployment, stent was not opening after the ophthalmic segment. After resheathing the whole system more than 4-5times, doctor thought it would be best to remove the device and redeploy a smaller length. The device was completely resheathed and then planned to remove along with phenom and completely start from fresh by regaining access with wire. During recapturing of the device in the introducer sheath the pipeline got stuck in phenom microcatheter lumen at the middle section. A new phenom along with pe2-500-18 was taken to finish the case. The angiographic result post procedure showed distal vessels flowing well. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times.  There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on -label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID ped2-500-25 (d053902); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.